Manufacturer narrative:
Concomitant product: trivantage 8229707 , lot no: 0211132850, 510k: k112686. The devices have not been returned for analysis.

Event description:
It was reported that during a parathyroidectomy, the inflation cuff of the emg endotracheal tube leaked after intubation. The tube had been checked and inflated normally prior to intubation. The patient was reintubated with a second tube, which was also tested prior to use. This second tube leaked as well, and again, was replaced. There was no other medical intervention needed, and the patient was not injured.

Manufacturer narrative:
In response to medtronic¿s request for device return, both devices were received for evaluation (detailed as follows): both devices had no evidence of biological contaminants [based off of the lack of reactivity with hydrogen peroxide] and appeared very clean...however one device was missing the tracheal tube adapter. There were no anomalies observed visually which would have resulted in the reported event, however when each tube was inflated with 20 ml air, the cuffs did not remain inflated. When viewed under magnification, there was a ragged tear in each cuff, approximately in the same location. The most likely root cause for these cuff tears is the cuff appears to have snagged on a sharp instrument or patient dental appliance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.